Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported malfunction was duplicated. The operator's guide states that the device should be incorporated into a regular preventative maintenance program to ensure compliance with operating specifications. The battery used during the reported event was not returned for evaluation. The device successfully passed the final test procedure when tested with a known good battery. The device was recertified and returned to the customer. This claim has been closed as battery management. Analysis of reports of this type has not identified an increase in trend.